Manufacturer narrative:
The complainant indicated via fax, that the device is no longer available and will not be returned for evaluation.

Event description:
Complainant alleged that during biomedical dept's routine testing and preventative maintenance of the device, they were unable to monitor, defibrillate or pace through the cable due to a break in the cable. The complainant indicated that there was no pt involvement in the reported failure.